Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) made a sound and then shut down on its own. After it powered off, the cns went into a boot loop. He attempted to boot the cns using hdd2 as the primary hard drive and swapped the network cable, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) made a sound and then shut down on its own. After it powered off, the cns went into a boot loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) made a sound and then shut down on its own. After it powered off, the cns went into a boot loop. He attempted to boot the cns using hdd2 as the primary. They also swapped the network cable, but the issue persisted. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During the evaluation, the reported issue of the device having been stuck in a boot loop was not duplicated. However, there was a constant "monitor network disconnected" error message, indicating a motherboard malfunction. The root cause of the boot looping could not be determined. The root cause of the "monitor network disconnected" error is related to failure of the motherboard likely due to wear and tear as the device was installed on 09/29/2016. Nihon kohden will continue to trend and monitor for future occurrences. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) made a sound and then shut down on its own. After it powered off, the cns went into a boot loop. No patient harm was reported.